Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal wall prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 and on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08008. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 12/8/2016. It was reported that the patient underwent mesh removal on (B)(6) 2015 by doctor (B)(6) at (B)(6).

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2015 by doctor (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence. It was reported that the patient died on (B)(6) 2017.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele and rectocele.